Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 278 mg/dl. The customer, prior to the hospitalization, was experiencing diarrhea as well as kidney pain a week prior. The customer's mother also stated that she had a fever, was not feeling well and believed she had a urinary tract infection. The customer stated that the cause of the hospitalization was dehydration. The customer explained that she was rehydrated at the hospital. The customer reported another incident in which her blood glucose was 566 mg/dl in (B)(6) 2014. The customer had treated herself with manual injections. The customer described another low blood glucose incident when her blood glucose was 51 mg/dl. The customer's mother declined troubleshooting because the issue did not occur at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.